Event description:
Healthcare professional reported left side hematoma which is not related to the device. "Hematoma was caused by operation and there was no relation to the product." Healthcare professional later reported "hematoma occurred. Hematoma caused skin necrosis. Skin necrosis led to the exposure of the implant" and "implant exposure from necrotic part of the skin was confirmed". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of necrosis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "skin necrosis led to the exposure of the implant", "implant exposure from necrotic part of the skin was confirmed."